Event description:
A customer reported that modified settings on a system accessory (aegis networking device) of the ultrasound system resulted in deletion of exams without backup. The disk manager settings were changed when the system software was updated without prior notification to the customer.